Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of trauma and immobilization with intracranial hemorrhage was scheduled for filter placement as anticoagulation was contraindicated. The patient was prepped and draped and the right common femoral vein was accessed. Venogram demonstrated a widely patent ivc with no anomalies. The filter was successfully deployed in an infrarenal location and proper positioning was confirmed. Approximately eight years five months post filter deployment, the patient was admitted with complaint of lower back pain. Imaging demonstrated l5 narrowing consistent with possible cauda equina syndrome. Further imaging demonstrated extensive deep venous thrombosis on bilateral lower extremities. Three days post hospital admission, the patient was scheduled for catheter-directed venous thrombolytic therapy. The following day, the catheters were removed and imaging demonstrated patency of the lower extremity veins with minimal residual thrombus located in the inferior vena cava. Good flow was demonstrated through the ivc across the filter into the suprarenal ivc which was widely patent. The patient transitioned from warfarin to rivaroxaban and remained stable. The patient was discharged from the hospital eight days post hospital admission with diagnosis of extensive deep venous thrombosis causing cauda equine syndrome, pulmonary embolus and l5 foramen narrowing. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed. Approximately eight years and five months post filter deployment, imaging demonstrated deep venous thrombosis on bilateral lower extremities. Discharge summary alleges the patient had pe during stay for thrombolytic therapy. Based on the provided medical records, the investigation is inconclusive for pe after filter implantation. The provided medical records state residuals were notice however there is no provided information on the listed pe experienced during hospital admittance. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately eight years five months post filter deployment, the patient was admitted with complaint of lower back pain. Imaging demonstrated extensive deep venous thrombosis and catheter-directed venous thrombolytic therapy was performed. One day post thrombolytic therapy, imaging demonstrated improvement with minimal residual clot and the catheters were removed. The patient experienced a pulmonary embolus during the hospitalization and was discharged in stable condition eight days post hospital admission. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. Approximately eight years five months post filter deployment, the patient was admitted with complaint of lower back pain. Imaging demonstrated extensive deep venous thrombosis and catheter-directed venous thrombolytic therapy was performed. One day post thrombolytic therapy, imaging demonstrated improvement with minimal residual clot and the catheters were removed. The patient was discharged eight days post hospital admission with diagnoses of deep vein thrombosis, pulmonary embolus and l5 foramen narrowing. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, eight years and four months of post deployment, patient presented to the emergency department with the complaints of low back pain. After, two days, a bilateral duplex lower extremity study was performed for pulmonary embolism. The study showed that bilateral acute complex deep vein thrombosis in the bilateral common femoral vein, proximal, mid, distal femoral vein, popliteal vein and peroneal veins. On the next day, patient was planned for thrombolytic therapy for iliocaval thrombosis. Ascending venography was performed on both lower extremities and the catheters were advanced up into the vena cava and across the filter. Acute thrombus in the popliteal, femoral, iliac and infra-renal inferior vena cava. Limited angiograms proximal to the filter demonstrated intraluminal placement and a patent inferior vena cava above the level of the filter. Bilateral ekos catheters were appropriately placed from the suprarenal inferior vena cava extending down into the femoral veins bilaterally and tpa were administered. On the next day, the lytic catheters were removed over sparta core wires. An angiogram was performed through the sheath and the popliteal arteries bilaterally, which showed that the popliteal and femoral veins were patent. The catheters were placed into the iliac veins and proceeded with venograms which showed that these were patent, with some minimal thrombus noted. A venogram of inferior vena cava through the same catheters showed that the majority of the clot had been lysed and small amount of clot within the filter, but there was certainly free flow through the inferior vena cava and through the filter into the suprarenal inferior vena cava, which was widely patent. Around, three years and six months later, a computed tomography of abdomen and pelvis was performed which showed infra-renal inferior vena cava filter noted with the superior aspect of the apex of the filter approximately 5.3 cm below the level of the left renal vein. There was approximately 11 degrees of left lateral tilt of the apex of the filter. The apex of the filter abuts or in the anterolateral inferior vena cava wall. All of the feet of the filter extend beyond the inferior vena cava wall extending up to 8 mm beyond the inferior vena cava filter wall. There appears to be pulsation somewhat limiting evaluation of the medial feet of the filter with at least one leg of the filter appearing to extend into the infra-renal abdominal aortic lumen. One of the legs appears to extend into an anterior inferior spur of the l3 vertebral body. A separate leg of the filter abuts the right mid ureter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, g3, h6 (patient). H11: g1, h6 (device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.